Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the back haptic tore. The reporter stated the plunger overrode and tore the lens. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Device evaluated by manufacturer? No - 81 (other): lens was not returned. Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was not returned.